Event description:
After 4 days of intra aortic balloon therapy, a balloon leak was detected. No pt injury or further complications occurred as a result of this event. No further details are available.